Event description:
It was reported that the patient presented in the operating room for an initial implant. It was noted that the right ventricular lead exhibited high capture threshold after adjusting the lead position many times. The physician suspected the lead was broken. The lead was not used and replaced. The operation was completed successfully and the patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.